Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the mainframe backplane. Backplane replaced and performed filament cal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is having intermittent boot-up problems and low ma error codes. No patient injury was reported.